Manufacturer narrative:
Patient height reported as (B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prodisc-c clinical study patient ID (B)(6) was implanted with an anterior cervical discectomy and fusion (acdf) implant at c5-c6 on (B)(6) 2004. There were no complications during the procedure. Patient was discharged to home on (B)(6) 2004. Patient did not complete the study: last seen (B)(6) 2006. The patient has presented the following adverse events (aes): 1. (B)(6) 2006: removal of index level hardware (c5-c6) and new acdf spanning c4-c7. 2. (B)(6) 2004: mild anticipated right shoulder pain and right trapezius pain. Injection was requested. Issue is resolved. 3. (B)(6) 2005: mild unanticipated neck pain. CT scan with sagittal reconstruction cervical c5-c6 was requested. Issue is ongoing. This report is for adverse event: (B)(6) 2006: removal of index level hardware (c5-c6) and new acdf spanning c4-c7. Removal of the index hardware- 3 levels fusion construct implanted at c4-c7. Date stamp value from MRI deliverable date- aedati of (B)(6) 2006 is from m24 visit-event took place between (B)(6) 2006 and (B)(6) 2006. Unknown whether ae was related to surgery or implant. This report is for an unknown acdf device. This is report 1 of 1 for (B)(4).